Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and selftest. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unresponsive keypad. Customer stated the scroll bar is not moving with no input. Customer stated pressing menu button takes them to the time the button was unresponsive. The patient¿s blood glucose level was 247 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.